Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer reported the pump being hot to touch caused burn marks on customer skin. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.